Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient felt lightheaded and fatigue. It was also reported that alerts were triggered for the right atrial (ra) lead impedance decreasing. It was also seen that atrial undersensing had occurred. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.